Event description:
It was reported that the pt underwent a spinal procedure at l1/5 using posterior fixation. The second surgery to extend the fixation to t9/l5 was performed approx 4 1/2 mos post op due to t12 trauma. The pt reportedly suddenly sat down and the rod was broken. Approx five mos post the secondary surgery, the pt underwent a revision surgery to replace the broken rod.

Manufacturer narrative:
Device was not returned to MFR for evaluation. We are unable to determine the cause of the event; however, the suspected devices in use are catalog #gx0299h033, lot # w07h2600, and catalog #gx0299h034, lot # w07e4781. Device history records for both lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.